Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Maude report: ((B)(4)): during a total knee arthroplasty, the plastic trial insert broke. All the pieces were retrieved, and an x-ray was taken. The radiologist reported directly to the attending surgeon that the x-ray was negative.